Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified reading on the sensor scan and experienced a loss of consciousness. Customer was seen by a doctor and a reading of 25 mg/dl was obtained on the hcp meter after 1 - 1.5 hours later. Customer was diagnosed with hypoglycemia and was treated with glucose injection and infusion by doctor and high carb food later. There was no report of death or permanent impairment associated with this event.